Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: 115734, compr nano hmrl pps 34mm, lot # 985710, 118001, versa-dial/comp ti std taper, lot # 330730, 113032, versa-dial 42x18x46 hum head, lot # 997910, pt-113950, pt hybrid glen post regenerex, lot # 464270. Report source: (B)(6). Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2019 - 01532, 0001825034 - 2019 - 01533, 0001825034 - 2019 - 01534.

Event description:
It was reported that approximately 4 years post implantation, the patient was revised to a reverse total shoulder system due to a rotator cuff tear. Attempts have been made and no further information has been provided.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
The event was confirmed with medical records received. The patient had two prior procedures on the surrounding stabilizing structures (muscles/tendons). Each procedure creates more scar tissue buildup and weakens the joint. DHR was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.